Event description:
Arthritis [arthritis]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a female, pt, approx (B)(6) years of age, (initials not provided)with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f20) injection at a dose of 2 ml. The lot number of synvisc was not provided. On (B)(6) 2012, the pt developed arthritis and was hospitalized (dates not provided). The action taken with synvisc treatment was not provided. Concomitant medications were not provided. The intensity for the event of arthritis was not provided. The reporting physician did not provide the relationship between synvisc and arthritis.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.